Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted if any new information is received.

Manufacturer narrative:
(B)(4) = "little-to-no leaflet mobility". Based on the follow-up with the health-care provider the reason for the explant was due to stenosis and calcification. Per the operative report findings provided on (B)(6) 2012, there were dense pericardial adhesions. These were taken down with bovie cautery and sharp dissection. The sternum was very unstable and thin with multiple fractures. The subject valve was excised and replaced with a 21mm edwards pericardial valve. The ascending aortic aneurysm was resected and replaced and a lima graft to the lad was created. The subject valve was inspected and it was heavily calcified with little-to-no leaflet mobility. It was replaced with a 21mm edwards bioprosthesis valve. There was a good function post-op on a small dose epinephrine drip. There was no complication. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. Although the root cause cannot be investigated, the stenosis was likely due to the valve was "heavily calcified with little-to-no leaflet mobility" per the operative report. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Of note, the patient expired on postoperative day(pod) 5. The patient had entered into a multi-organ failure including liver, kidney, respiratory failure with loss of distal perfusion and inability to maintain her ci. An echos was performed on pod2 which showed a relatively normal ef but hypertrophic lv which appeared underfilled and moderate to severe tr. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 10 years. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards bioprosthetic valve.